Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that six months after stent assisted coiling of aneurysm of left internal carotid artery-ophthalmic artery with 7 subject coils, retreatment was necessary in order to fill the interstices. The physician established that the event was possibly related to the procedure and to the coils. The event was resolved without residual effects to the patient.

Manufacturer narrative:
Although the DHR could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing; the detachable coils clinical experience summary document was reviewed and inadequate occlusion and recanalization are discussed extensively as a known outcome of aneurysm coiling procedures. As per the mentioned document, ¿possible risk factors for reopening of a coiled aneurysm over time, observed from the literature review by ferns et al. Were, large aneurysm size, presence of intraluminal thrombus, low packing density, initial incomplete occlusion, duration of follow-up, ruptured aneurysm, location in the posterior circulation, and a large neck-to-dome ratio¿. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that six months after stent assisted coiling of aneurysm of left internal carotid artery-ophthalmic artery with 7 subject coils, retreatment was necessary in order to fill the interstices. The physician established that the event was possibly related to the procedure and to the coils. The event was resolved without residual effects to the patient.